Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received by the customer; however, due to contamination the physical sample could not cross customs for a functional inspection. A visual inspection was performed and the issue could not be confirmed. If the physical sample is received through customs at a later date, the investigation will be updated accordingly. A possible root cause could be due to a poor tooling condition. As a result, the outside supplier has validated a new tool. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/25/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the ports of the tube are not closing correctly. The port did not resist the pressure, causing it to open and liquids to leak. The blue port is not sealed and it leaks. When doing a manual infusion of liquids, the ports disconnect more easily. The blue ports is detaching off of the tube. This caused the personnel to get stained by gastric liquids from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.